Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-01756 and 1627487-2022-01758. It was reported that two of the patient¿s leads migrated. It was noted that the patient was in car accident one day after being implanted. As result, surgical intervention may occur on a later date. It is unknown which leads migrated so all are being reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient¿s t12 and l1 leads was explanted and replaced, resolved the issue.